Event description:
Healthcare professional reported a repeat apheresis donor who complained of profuse sweating and hands shaking 10 to 15 minutes after donating in 2002. Per the donor, the hand shaking lasted the rest of the day. During previous donations the donor complained of being cold. It is not known if the donor is on any medication currently. No alarms were noted during the donation.